Manufacturer narrative:
The driver's alarm history was reviewed and revealed '2d' and '0f' fault alarm codes. These alarms are produced as a result of the operation of the secondary motor. The driver passed all sections of functional testing. Additionally, in an attempt to reproduce the customer-reported experience, a valsalva maneuver test at normotensive settings was performed on the driver. During this test, the driver annunciated an alarm due to low cardiac output (3.5 lpm) and switched to secondary motor. As a result, a permanent alarm was produced due to secondary motor engagement. Investigation testing confirmed the customer-reported issue. Because there was evidence of operation of the secondary motor, the driver was also tested on the secondary system. As expected, the driver paused for about five seconds after being powered on and then annunciated an alarm as designed and started operation on the secondary system. Investigation testing confirmed that the driver functioned as intended on both the primary and secondary motor circuits. The driver performed as intended with no evidence of a device malfunction. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient was at home and began to choke and the freedom driver exhibited an alarm. The patient's husband switched her to a backup freedom driver. The customer also reported that the patient went to the hospital for hypertensive evaluation. There was no reported adverse patient impact.